Manufacturer narrative:
Initial reporter title: inventory control coordinator. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the device returned without the pusher wire and introducer sheath. The main coil was observed stretched, kinked and detached. Fiber were lost due to coil condition. Unknown device was returned with the coil. No more damages were observed. Microscope inspection revealed that the main coil coil was observed stretched, kinked and detached. Fiber were lost due to coil condition.

Event description:
Reportable based on device investigations completed on 21jun2022. It was reported that the device did not deploy. A 4mm x 8cm pe f-idc interlock embolics was selected for use. During the procedure, it was noted that the device did not deploy. The procedure was completed with another of the same device. There were no complications reported. However, device investigations revealed that the main coil was detached and fiber was lost.